Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump consistently alerts with low battery despite the batteries being brand new. The patient did not realize that the pump was not functioning, and by the time she realized that and treated with a manual insulin injection her blood glucose was 495 mg/dl. Troubleshooting was initiated for the low battery alerts, and the customer found that the spring inside the battery compartment had an oily substance on it. The battery was changed but then the pump alarmed with a battery out limit. The customer confirmed that the batteries were out longer than duration allowed by the pump, and she was advised that the alarm is normal pump behavior. The customer was advised to monitor the pump. No products were shipped or returned.